Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 24-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 921.9 mcg/day 1,815 mcg/ml dilaudid (hydromorphone) 0.20316 mg/day 0.4mg/ml bupivacaine 13.358 mcg/day 26.3 mcg/ml drug via an implantable pump. The patient had successful pump replacement in (B)(6) 2024 with no issues or complaints. However, one month later, the patient developed fluid in his pump pocket. The managing physician withdrew 30cc of fluidand tested, confirmed cerebrospinal fluid (csf). At time of refill there was no drug volume discrepancy. The catheter revision was successful (B)(6) 2024 but there was a cut in the pump section. The pump section was replaced with 8780, connected, and the catheter aspirated, and injected dye without detecting any leakage at the pump or collet. Dye was observed in the csf at the catheter tip. The patient weight and medical history was asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.